Event description:
It was reported that when using the bd pyxis¿ es server, admitted patient was not crossing over to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the admitted patient was not crossing over to the pyxis system. A technical support specialist (tss) confirmed that the enterprise server had received a pre-admission message from active directory. The customer was instructed to send an admission or update message from active directory to change the patient admit status on the server. The system functioned as intended after technical support specialist troubleshot the device.